Event description:
Used a lucira check-it at-home covid test and it produced a false positive. A (B)(6) lab tested verified that the subject was actually negative. Their website seems to indicate that the risk of a false positive is extremely low. FDA safety report ID# (B)(4).